Event description:
It was reported that the customer had unexplained high blood glucose. Paramedics were called and customer was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time the paramedics arrived was over 400 mg/dl. Caller stated that the customer had nausea, vomiting, chest pain prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.